Manufacturer narrative:
Patient identifier - the patient is a canine. Ethnicity - the patient is a canine. Race - the patient is a canine. UDI - the corresponding lot is not subjected for UDI. Implanted date: device was not implanted. Explanted date: device was not explanted. Phone number - unknown. Health professional: unknown. Initial reporter occupation - vets. One unit box of other lot samples were returned to the manufacturing facility. Based on the results of our investigation, the root cause of the complaint could not be identified. Since actual sample was not returned for evaluation hence we could not determine the details of its actual condition. Verification of retention and received other lot samples showed no related defects on catheter tube that would lead to catheter tube breakage. Moreover, both samples passed the catheter tube and catheter hub fitting force test. We have 2 stages of 100% visual inspection. The first station covers the overall condition of the product. The second station covers inspection of catheter tip and needle tip condition and the distance between catheter tip and needle heel. Thus, defects on catheter tube such as scratch, hole, crack or partial cut can be detected during these processes. In addition, lot history file showed that no non-conformities or troubles related to the complaint was encountered. Furthermore, qc conducts visual inspection to check product quality prior shipment. No nonconformity related to the complaint was noted. (B)(4).

Event description:
The user facility reported that they had an issue with a surflo catheter. The end of the catheter snapped off in a dog's vein and they had to retrieve it. They used a scalpel and crocs to retrieve the piece from the vein. The patient had no further complications. Additional information was received 28october2019: when removing the catheter, no scissors were involved just removed bandage and tape with ease off spray. This is when it was noticed that the end of the catheter was not in the bandage, the vet that was around felt the vein and could feel the catheter still in the vein (saphenous), they then got a scalpel and crocs and retrieved the piece from the vein. The dog was sent home. The whole catheter and piece were retrieved from the vein with no further complications.